Event description:
It was reported via repair work order that the that the head section will not retract fully. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.